Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that syringe 0.5ml 31ga 6mm 10bag ca had liquid on the end of the needle. This was discovered during use. The following information was provided by the initial reporter: material no: 324920 batch no: unknown. It was reported that the customer found 1 syringe from this one syringe packet of 10 that had a drop of liquid on the end of the needle after removing the needle shield and cap. (Consumer did not use the item) using on her cat.

Manufacturer narrative:
H.6. Investigation: customer returned (1) loose 1/2cc, 6mm syringe. Customer states that there is a drop of liquid in the end of the needle. The returned syringe was examined and exhibited a clear drop of material on the cannula shaft. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. Unable to perform DHR check for foreign matter on needle tip due to unknown lot number. Process summary: automatic syringe assembly machine, which feeds 1/2cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined.

Event description:
It was reported that syringe 0.5ml 31ga 6mm 10bag ca had liquid on the end of the needle. This was discovered during use. The following information was provided by the initial reporter: material no: 324920. Batch no: unknown. It was reported that the customer found 1 syringe from this one syringe packet of 10 that had a drop of liquid on the end of the needle after removing the needle shield and cap. (Consumer did not use the item) using on her cat.